Event description:
It was reported that during the implant procedure, the lead needed to be repositioned several times. Eventually the insulation began crinkling up on itself and the egm (electrogram) signal through the analyzer was very noise. It was also noted that the introducer was an eight french but it became tight to maneuver. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and analysis revealed that the lead was stretched. It was also noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.